Event description:
It was reported that during reprocessing, the colonovideoscope tested positive for greater than 80 colony forming units (cfus) of pseudomonas species on dec. 18,2024. All channels were sample. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the final investigation. The reported event was not confirmed as the scope was not microbiologically tested by olympus. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.